Event description:
The customer called to report that she was hospitalized for high blood glucose levels above 400 mg/dl. Prior to the event, the customer changed the infusion set, bolused for high blood glucose levels and went to bed. The next morning, the customer's blood glucose levels were very high. The customer continued to bolus, but she did not change the infusion set again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.